Event description:
The iab was inserted into the pt on 3/2/98 at 4:00 pm and removed on 3/2/98 at 10:15 pm. The iab did not malfunction. A vascular surgeon was consulted. The pt had major ischemia in the right leg and removal of the iab was required. The pt required fem/fem bypass surgery. (Event complications: major ischemia/fem-fem/bypass surgery-reported 3/9/98.) (Pt's current status: discharged-rpt'd 3/9/98.)